Event description:
It was reported that a dissection occurred. The patient was diagnosed with small vessel disease (svd) in the left circumflex artery (lcx) and was referred for single vessel plasty. Vascular access was obtained via the femoral artery. The 80% stenosed, 30mm x 2.50mm, de novo lesion with a greater than or equal to 90 degree bend was located in the moderately tortuous and mildly calcified left circumflex proximal (lcx) artery. After predilatation, a 2.25 x 32 synergy ii drug eluting stent was advanced to the target lesion and deployed. Following stent deployment, a proximal edge dissection was noted. A 2.50 x 12mm promus premier elite stent was deployed to cover the edge dissection and complete the procedure. No further patient complications were reported and the patient status was stable, responding well to medicines. It was further reported that the artery walls were thin (fragile).

Event description:
It was reported that a dissection occurred. The patient was diagnosed with small vessel disease (svd) in the left circumflex artery (lcx) and was referred for single vessel plasty. Vascular access was obtained via the femoral artery. The 80% stenosed, 30mm x 2.50mm, de novo lesion with a greater than or equal to 90 degree bend was located in the moderately tortuous and mildly calcified left circumflex proximal (lcx) artery. After predilatation, a 2.25 x 32 synergy ii drug eluting stent was advanced to the target lesion and deployed. Significant resistance was encountered during the operation. Following stent deployment, a proximal edge dissection was noted. A 2.50 x 12mm promus premier elite stent was deployed to cover the edge dissection and complete the procedure. No further patient complications were reported and the patient status was stable, responding well to medicines.